Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2006, 4194 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the device was not responsive to telemetry or magnet during a device check and it was questioned if the device was at elective replacement indicator. The device is still in use. No patient complications have been reported as a result of this event.